Manufacturer narrative:
An investigation to determine the cause of this issue is ongoing. A follow up report will be submitted to provide additional evaluation details upon completion of the investigation.

Event description:
A customer reported that a patient had expired while attempting to use their sparq ultrasound system. As the doctor was performing CPR on the patient, the customer could not turn on the system to diagnose the issue.

Manufacturer narrative:
The site¿s field service engineer was unable to reproduce the reported problem. The sparq unit passed all hardware tests and no abnormalities were identified in the system¿s logs. Upon attempts to further troubleshoot the reported issue, the customer lost confidence in the system and removed it from service for clinical use. As this customer is serviced by a third party, it is unlikely this system will be returned for further evaluation. This third party is replacing the failed system with another ultrasound device to resolve the customer¿s concerns. No additional information could be obtained.